Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of deflation problem. Imdrf code a010402 captures the reportable event of additional migration. Imdrf code f08 captures the reportable event of hospitalization. Imdrf code f2202 captures the reportable event of additional endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an implanted orbera365 intragastric balloon system migrated to the patient small intestine on an unknown date. The patient was admitted to the hospital on (B)(6) 2024, where a CT scan revealed the balloon had migrated to the small bowel. The balloon was explanted during an endoscopic procedure on (B)(6) 2024. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an implanted orbera365 intragastric balloon system, implanted on (B)(6) 2024, had migrated to the patient small intestine on an unknown date. The patient was admitted to the hospital on (B)(6) 2024, where a CT scan revealed the balloon had migrated to the small bowel. The balloon was explanted during an endoscopic procedure on (B)(6) 2024. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6 imdrf code a1401 captures the reportable event of deflation problem. Imdrf code a010402 captures the reportable event of additional migration. Imdrf code f08 captures the reportable event of hospitalization. Imdrf code f2202 captures the reportable event of additional endoscopic procedure. Correction: block b6: relevant tests/laboratory data. Block g1: manufacturing site. Additional information: block b5, d6a, e1, e2, e3, h6.